Event description:
Patient was having surgery on her right wrist. Surgery was underway when the surgeon asked for a fixation screw. The surgical technician "proper" handed the surgeon the appropriate sized screw on the medartis screwdriver. As the screw was being placed onto the fracture site, a portion of the screwdriver had "broke off" into the head of the screw. The piece was retrieved (the piece itself not being in the patient), and returned to the back table of the surgical set-up. The scrub technician took the piece and matched it to the end of the screwdriver, with the surgeon having been made aware, and confidently affirmed that no other part of the screwdriver was missing. This was a new screwdriver, that was put into the medartis tray. The same surgeon had asked that the screwdriver be replaced the last time he used it, and it had. It was the replacement screwdriver that broke.